Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: device migration: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Wrinkling: unable to observe since it is not related to the device. Crease folding of implant: observed. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. As per the investigation procedure deformation crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "rippling, folds, discomfort, pain lumps and when I press the implant moves." Healthcare professional later reported a right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported, right side "rippling, folds, discomfort, pain lumps. And when I press, the implant moves". Healthcare professional, later reported, a right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Patient reported right side "rippling, folds, discomfort, pain lumps and when I press the implant moves." Healthcare professional later reported a right side capsular contracture baker grade IV. Device has been explanted.